Event description:
The customer reported via phone call that the insulin pump alarmed battery out limit and no delivery. The customer stated the insulin pump was not programming. She tried to program the time and date 8 times, but the insulin pump alarmed no delivery and low reservoir. She stated that the insulin pump would not let her check the alarm history to verify if she received a no delivery alarm before removing the batteries. She stated that the batteries had been out of the insulin pump greater than the duration allowed by the insulin pump, which indicated that the battery out limit alarm was a normal occurrence. The customer did not know the blood glucose reading. She stated that she cleared the battery out limit alarm by pressing esc and act. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.